Event description:
The user facility reported that a system 1 processing cycle was aborted when the processor detected low fluid level. The fact that the cycle did not pass and the reason for the cycle stop ("warning: chamber level low") were indicated on the cycle printout, however, the operator did not review the cycle printout when removing the endoscope and did not realize the cycle did not pass. The endoscope included in the failed cycle was subsequently used in a gastrointestinal patient procedure. It was confirmed that the chemical indicator used in the cycle passed and that the cycle abort occurred during the 11th minute of the 12 minute cycle. The user facility is not aware of an injury occurring as a result of this event but confirmed they will follow the hospital's standard procedures for determining whether patient notification is necessary. The user facility stated the operator involved in this event is no longer performing these duties.

Manufacturer narrative:
A steris service technician inspected the unit and verified that the system 1 processor was operating properly. The technician could not duplicate the low fluid warning. All biological and chemical indicators evidenced passing results and all other diagnostic and processing cycles passed prior to and after the reported event. A steris clinical education specialist and account manager observed the facility's scope processing practices and conducted in-service training regarding the proper operation of system 1 on (B)(4) 2010. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use.